Event description:
It was reported that patient underwent surgery on (B)(6) 2020 wherein their implantable pulse generator (ipg) was replaced. Patient is stable.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the device displayed the end of service (eos) message indicating that the device is unable to provide therapy. Information regarding the expected longevity of the device based on the patient's usage parameters is unavailable at this time. Surgical intervention may be pending to resolve the issue.